Event description:
It was reported that the catheter was fractured during a back surgery. The hcp "tried to fix it, but it was shorter". It was indicated that the patient went to the hcp three days later and the catheter was "patched" at that time. The drugs in the pump were dilaudid and baclofen. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported from the hcp that the patient experienced a mild return of spasticity with regard to the cut catheter event. It was noted the catheter was "pulled out by another surgeon". On (B)(6) 2011, the patient underwent catheter revision surgery. During that surgery, it was noted, the catheter had been cut at the 16 cm mark. Because of this, the interspinal portion of the catheter needed to be abandoned. On a single pass, a needle was inserted and free egress of csf flow was noted. A catheter was advanced, but was unable to be threaded completely and ended 6 cm below the previous insertion site. The stylet was moved and free egress of csf was noted. The catheter was then trimmed back and a sutureless connector was used to connect the existing pump segment of catheter to the new interspinal portion of catheter. Following surgery, the patient outcome was reported as recovered without sequelae and returned to baseline.